Event description:
(B)(4). The patient was enrolled in (B)(6) of 2006. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 5mm and the lesion length was 22mm. Pre-procedure there was 85% stenosis as measured via nascet. The target vessel was moderately tortuous with calcium 1+ present. There was no thrombus, no ulceration, no dissection or pseudo-aneurysm present. No cerebral protection was used during the procedure. A 7mm/30 mm carotid wallstent monorail was successfully placed at the intended site. Pta was performed with a non-bsc balloon catheter. Atropine 0.4ui was given during the procedure. No vasodilator was given. Residual stenosis was 0-29%. During the procedure embolization and transient ischemic attack (tia) were reported and resolved with residual effects. No medical therapy or surgery was reported. The procedure was technically successful. Post-procedure the patient had a minor stroke described as a "left ica stroke". Follow up assessments performed in (B)(6) 2006, (B)(6) 2007 and (B)(6) 2007 found the subject alive with a patent stent, residual stenosis of 0%, and no adverse events or complications. At each follow up visit, the speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.